Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having cough. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found dust/dirt contamination at the air inlet, on the iso port, on the motor, impellers, bottom panel, top panel, blower box, and rear panel. The manufacturer also found presence of contamination throughout the air path, dark brown staining on the bottom of the device, slight black contamination consistent with the keratin contamination at the blower seal of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path, which sourced external to the device.